Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the device had dust contamination and displayed error codes e063 (err_stuck_knob_key), e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), e007 (err_software), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.